Event description:
It was reported that blood pooling occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter (chinese translation). "On (B)(6) 2019, after collecting blood for the patient, when the nurse mix the by inverting, she found blood oozes from the capper of the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooling occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter ((B)(6) translation), "on (B)(6) 2019, after collecting blood for the patient, when the nurse mix the by inverting, she found blood oozes from the capper of the tube."